Event description:
Caller reported cartridge alarm 20 during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Caller had a new loaded cartridge, and after cleaning the pneumatic tap on the pump and inserting the new cartridge, the issue was resolved as the caller was able to successfully load a cartridge and resume insulin therapy.